Manufacturer narrative:
Date of event is an estimate.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implant done a few years ago by an unknown dr. The patient had a revision a couple of years ago as he had peyronie's disease. The patient is currently complaining that his implant is too short to penetrate.